Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 1 of 2 reports of skin reaction with systemic reaction with hives that occurred two separate times. Please see related records (B)(4).

Event description:
Dexcom was made aware on 06/14/2024, that on 05/31/2024 the patient experienced a skin reaction. The sensor was inserted into the arm. Date of event is an approximation. It was reported that the patient experienced a systemic reaction with two sensors from the same package and this record captures the first event. The event occurred ¿24-48 hours¿ after the sensor had been inserted in the arm. The patient developed itching sensation and hives from the sensor patch adhesive and the hives extended beyond the shoulder to the back of the neck and down her right arm. Photo of the skin reaction in the complaint record was reviewed. The photo shows hives on the back of the right arm and the patient¿s back. The photo confirmed the skin reaction. Prior to sensor insertion the area was cleansed with soap and water. The reaction was treated with an otc (over the counter) topical antihistamine cream. At the time of the report, the patient confirmed the hives subsided four days after the sensor was removed. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.